Event description:
It was reported that before an unk procedure, the outer seal was dislodged before opening the package. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.